Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(4) regarding zipfix implants. It was reported that a patient had pain post operatively and subsequently heard a pop sound. It was found that 3 zipfix implants pulled out of the locking head. No obvious initial deformities or damage to the implants and no bone cut-through when the implants pulled out was noted. The locking head was still engaged with the implant and re-locked after removal. It was also noted that the patient experienced an aggressive productive cough post operatively and reportedly there were no respiratory issues pre-operatively. This is report #3 of 3 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Normal and minor deformation to three locking teeth and deformation in and around the locking head were found. This is typical for post tensioning with the application instrument. The absence of these deformations is not in and of itself a problem. Implants which are tensioned by hand or only lightly with the application instrument max not exhibit these deformations but should not impede implant performance. Based on these findings we can not identify any root cause regarding the failure of the returned devices. The root cause is therefore inconclusive.